Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic and visual analysis identified the pump did not present any damage or abnormalities. The pump was tested, concluding that it passed leakage test, but the pump did not pass the functional testing. The reported complaint of mechanical issue was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there was a stiction with the inflatable penile prosthesis (ipp). A surgical procedure was performed to replace just the pump. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there was a stiction with the inflatable penile prosthesis (ipp). A surgical procedure was performed to replace just the pump. There were no further patient complications.